Event description:
The technician alleged that the brakes will not hold when the brakes are applied. No patient impact.

Manufacturer narrative:
The technician adjusted the brake and brake steer casters to resolve the issue.